Event description:
During a laparoscopic nephrectomy procedure, the device tore. A second device was opened and the same happened. A third device was opened to complete the case. There was no pt consequence.